Event description:
Per the clinic, the patient experienced an extrusion of r/s and developed an infection at the site. The patient was treated with topical antibiotics and the issue resolved after the explantation of device. The patient was re-implanted with a new cochlear device on (B)(6) 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.